Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed, and it was noted that foreign matter of yellow residue was observed on the fill port connector thread area. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that luer connector of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag turned yellow. This was identified at the hospital drug storehouse prior to patient use. There was no patient involvement. No additional information is available.